Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog # 2426-0007. D4: UDI # (B)(4). G.5. PMA / 510(k)# k944320. H6: investigation summary: one primary set (model # 2426-0007) and a non-bd secondary set were returned by the customer. It was reported that there was a suspected back-check valve failure. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. For testing, a bd secondary set was used. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally and no back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ tubing set had a check valve malfunction and backfilled during use. The following information was provided by the initial reporter: "rn noted secondary backfilling into the primary bag."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ tubing set had a check valve malfunction and backfilled during use. The following information was provided by the initial reporter: "rn noted secondary backfilling into the primary bag."